Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the cartridge compartment was observed to be chipped. During testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, evidence of moisture ingress was found on the bolus button contacts. A leak test was performed and failed due to a missing bolus button cover. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged cartridge compartment, evidence of moisture ingress, a bolus button leak, and a display failure. This report is made based on results of investigation completed on 08/18/2014.